Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. The product device was received for evaluation. Visual and functional testing were performed. The tampered seal label was missing; however, the device is in good condition. The reported issue was duplicated. The root cause of the reported issue was found to be inoperable components.

Event description:
It was reported that the device failed down stream occlusion (dso) calibration. No patient injury was reported.